Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the inflation lumen. A conclusive cause for the reported deflation issue could not be determined since the device was not returned for analysis. Additionally, it is likely that the balloon interacted with the patient anatomy and experienced difficulty during removal since the balloon would not fully deflate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left superficial femoral artery. The 6.0x100mm armada 35 balloon dilatation catheter was advanced to the target lesion and inflated to 8 atmospheres however difficulty was met deflating the balloon. Resistance was met during removal, it is unknown if the balloon was withdrawn completely deflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.